Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Multiple attempts were made by tandem technical support to address the issue; however, no response was received. No additional information was provided. The customer's blood glucose level was 84 mg/dl.